Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer was treated with manual injection. Customer stated that the insulin pump had motor error and button error alarm. Customer stated that the drive support cap was normal. Customer declined troubleshooting for high blood glucose level. Customer did not allege insulin pump for under delivering. Customer stated that the insulin pump was exposed to magnetic field. Customer stated that the insulin pump passed displacement test. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.